Event description:
Guidant received information that at 11.7 months post implant, the patient with this ICD presented to the hospital due to inappropriate shock therapy. Furthermore, a lower than expected lead impedance measurment was confirmed. The physician decreased the device's ventricular sensitivity and confirmed shock delivery. Guidant received additional information that an invasive investigation was performed. Damage to the defibrillation lead around the terminal pin, was noted. The lead was repaired with medical adhesive (ma). Further inspection noted that a seal plug was missing from the device's header, and the remaining seal plugs were loose. The device was subsequently explanted and replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.